Manufacturer narrative:
The device was received for evaluation. Visual evaluation revealed two scratches along the tube near the access port of the accessory. Functional evaluation underwater revealed a visible continuous air leakage from the scratches. The most likely cause leading to the scratches and then to the leakage from those points was related to the tube extrusion process as signs of degraded/burned plastic parts were visible in the scratches. It was determined that this could have originated during any stage of the manufacturing process of this set. However, the exact stage of the manufacturing process was unable to be determined. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked. This was observed during patient infusion. The device was being filled with ferric carboxymaltose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.